Event description:
Two nurses aides were using an ez lift to transfer a resident from bed to a wheelchair. A strap on the sling seat broke causing the resident to fall approximately four (4) feet to the floor. Resident received a cut behind her right ear and had a large bump on the back of her head. Subsequent x-ray showed a fracture to pelvis.